Manufacturer narrative:
Device evaluated by MFR: pending evaluation. Concomitant device(s): 300-01-13, 6850563 - equinoxe, humeral stem primary, press fit 13mm, 320-10-00, 6862676 - equinoxe reverse tray adapter plate tray +0, 320-15-01, 6887213 - eq rev glenoid plate, 320-15-05, 6896642 - eq rev locking screw, 320-20-00, 6895957 - eq reverse torque defining screw kit, 320-20-26, s214748 - eq rev compress screw lck cap kit, 4.5 x 26mm, 320-20-30, s222366 - eq rev compress screw lck cap kit, 4.5 x 30mm, 320-02-38, 6574296 - rs expanded glenosphere 38mm, +4mm offset.

Event description:
As reported, approximatly 8 months post op rtsa, this 80 y/o male patient was revised due to an infection. The surgeon washed out and exchanged the liner, adapter tray and glenosphere. There was no surgical delay. Patient was last known to be in stable condition following the event. Devices will not be retuning due to the hospital disposing of them.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.